Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer advised that due to the age of the device they did not want to repair the device at this time. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and would not complete the boot-up cycle upon attempting to power on. There was no patient use associated with the reported event.